Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead 50cm model #: sc-4318 lot #: 19386193 description: clik x anchor the explanted devices were not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was having impaired wound healing since implant procedure. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.